Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that a general reagent issue could be excluded. The investigation was limited as no patient sample material was available for further analysis. A review of quality control data indicated that all results were within acceptable ranges; however, no specific data was provided to confirm this. A definitive cause for the discrepant results could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results between the elecsys hbsag ii assay and the elecsys hbsag ii quant ii assay on the cobas 6000 e601 module. In 2019, the patient sample tested reactive for hbsag ii with a result of 157.20 coi. Confirmatory testing for hbsag on the same system was positive. A roche instrument was used to test for hepatitis b virus (hbv) viral load, which was not detected. In 2020, the same patient sample tested reactive for hbsag ii with a result of 96.27 coi. However, testing with the hbsag ii quant ii assay on the same system yielded a non-reactive result.